Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the pacemaker exhibited far r over-sensing, leading to inappropriate automatic mode switches. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the patient's pacemaker exhibited a recurrence of far field r-wave oversensing. Programming changes were made.